Event description:
The customer's mother initially called to report a blank display and the buttons not responding on the insulin pump. The mother then stated, the customer was hospitalized for high blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.